Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The last recharge session occurred on (B)(6) 2013. The next attempt to recharge occurred at bench testing (B)(6) 2014.

Manufacturer narrative:
Product ID 3998, lot# v855145, implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported, the patient requested a ¿jump start¿ of their implantable neurostimulator (ins). It was further reported a communication problem was noted and the potential for overdischarge was discussed with the patient. It was stated, the patient had fallen a few months prior to report and that they ¿didn¿t know if that might have caused something to break lose.¿ it was reported that prior to the fall, the patient had not used her ins or charged it for four to six months. The patient was redirected to her healthcare provider (hcp). The ins was explanted. An overdischarge was confirmed and the device was unable to get out of it. It had been in overdischarge for over a year. No stimulation was noted as a patient symptom. The location of the issue/symptom was stated to be the device pocket. Follow-up was conducted to determine if the patient was receiving effective therapy after the replacement. The device was returned but had not yet been analyzed at the time of this report. A follow-up report will be initiated if additional information is received and when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was receiving adequate coverage at their post operation appointment.